Manufacturer narrative:
According to available information, this lead remains in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this right ventricular lead displayed high out of range shock impedance measurements. A revision procedure was performed, the lead was removed and reconnected to the device. After the lead was reconnected, normal impedance measurements were obtained with the pacing system analyzer. This lead and device remain implanted and in service. No adverse patient effects were reported.